Event description:
Patient revised due to broken stem.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as lot code required for retrieval was unavailable. The investigation could not verify or identify or identify any evidence of product contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Should additional information be received the instigation will be reopened. Depuy considers the investigation closed.